Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a distributor via email that an ar-1588rt acl tightrope sutures broke around the button and the graft lost tension and had to be removed from the patient. Surgeon then attached a fibertag to the graft and met resistance, the white shortening suture broke again around the button. The graft was once again removed and all the sutures were cut from construct. The allograft was inspected and noted it had become compromised. Surgeon opened another allograft and the procedure was completed with an trrt, tr abs with a 14mm abs button. This caused an hour of delay in the case. This was discovered during a revision aclr procedure on (B)(6) 2022.